Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent, an infrarenal extension and two (2) suprarenal extension. On (B)(6) 2017, during a routine follow up an enlargement of aneurysm with a possible type 3b endoleak was discovered. A secondary procedure (intervention) is being discussed but has not been scheduled. The patient has been reported as doing good. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of sac enlargement, type v endoleak (indeterminate), secondary endovascular procedure for the type ii endoleak (liquid embolization). Clinical was also able to find substantial evidence to support the following additional events of; at implant there was difficulty to withdraw the left contralateral delivery cover, which resulted in a surgical retrieval and repair of the left common iliac artery and abnormal blood loss. Also, there was intra-operative stent migration x 2 of the cuffs and a buckled right delivery system sheath which resulted in additional blood loss (treated with blood and fluid resuscitation -estimated blood loss 2.5 liters). There was an endoleak type ii at the conclusion of the initial implant as well. At 41 months post implant, sac growth and a type ii endoleak, a secondary endovascular procedure completed (liquid embolization of lumbars bilaterally). Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. There was no device issue, rather there was a type ii endoleak seen at implant and treated at 41 months post implant. This resulted in an additional endovascular procedure and sac growth. However, the sac continued to grow without evidence of an endoleak (type v endoleak). The most likely cause was intentional user error due to the off label iliac and neck anatomies. There was no evidence that the planned endovascular re-lining procedure was completed. Reportedly the patient was stable, and there have been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. (B)(4).